Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the waste was backing up in the g8 instrument, overflowing onto the countertop. Fse found the overflow was due to a waste line with liquid also coming from another instrument. Fse placed the waste line into a larger and empty waste fluid tank. Fse also ordered a larger 5 liter waste tank for the customer to use. Fse removed the sample loader, cleaned the instrument and countertop. Fse found the sampling needle has a slight bend; fse replaced the needle and performed alignment. Fse then ran patient and quality controls (qc) samples; all results passed within acceptable range. The g8 instrument is functioning as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and application, under procedural notes states: at least once a day check the waste container to ensure that there is enough space remaining to accommodate a run. If necessary, empty container and add about one liter of fresh 5% sodium hypochlorite solution (household bleach). The most probable cause of the reported issue was due to overflow in the waste chute.

Event description:
On (B)(6) 2018, a customer reported getting waste leak under the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.